Manufacturer narrative:
(B)(4). Medwatch uf/importer report# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 8 devices were taken from the current production, the samples were functionally inspected, and during the test the issue reported was not observed in the current manufacturing process. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported: "found a bipap in the ed hallway, not in a pt's room. The machine seemed like it was in use on a pt and put outside in the hallway after use. The circuit appeared melted/burned." The customer reported they were unable to identify any patient the machine was used on.